Manufacturer narrative:
Initial and final MDR 1912260 - MDR 3003442380-2024-14143 - device 3 of 8

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced 8 infusion set leakage event from(B)(6)2024 to(B)(6)2024. The infusion set was in use for 24 hours. The leakage was at site. The glucose level was 300 mg/dl. No further information available